Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited an abrupt high out of range pacing impedance, greater than 3000 ohms, which caused a lead safety switch (lss). It was noted this patient was pacer dependent and was asymptomatic at the time of the call. Technical services (ts) recommended evaluating the device and lead in clinic to rule out a lead fracture. Prior to the lss, it was noted there was oversensing of non-physiologic noise and no pauses greater than two seconds. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited an abrupt high out of range pacing impedance, greater than 3000 ohms, which caused a lead safety switch (lss). It was noted this patient was pacer dependent and was asymptomatic at the time of the call. Technical services (ts) recommended evaluating the device and lead in clinic to rule out a lead fracture. Prior to the lss, it was noted there was oversensing of non-physiologic noise and no pauses greater than two seconds. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The pacemaker and this rv lead were evaluated in clinic. It was confirmed bipolar impedance was 3000 ohms. The device was reprogrammed to unipolar pacing and bipolar sensing.

Manufacturer narrative:
Additional information added to b5.